Event description:
Patient reported, right-side hardness, lumps and the implant feels like "it is wearing out on the bottom." Later, healthcare professional reported right-side rupture, capsular contracture baker grade IV, and ¿multifocal areas of calcification along breast implant capsule." The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16apr2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp opening on radius assessed as fold flaw opening. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Calcification: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed. Crease fold observed. Wear abrasion observed.

Event description:
Patient reported, right-side hardness, lumps and the implant feels like "it is wearing out on the bottom." Later, healthcare professional reported right-side rupture, capsular contracture baker grade IV, and ¿multifocal areas of calcification along breast implant capsule." The device has been explanted and replaced.

Manufacturer narrative:
Correction to aware date of parent record: (B)(6) 2022.

Event description:
Patient reported, right-side hardness, lumps and the implant feels like "it is wearing out on the bottom." Later, healthcare professional reported right-side rupture, capsular contracture baker grade IV, and ¿multifocal areas of calcification along breast implant capsule." The device has been explanted and replaced.